Event description:
It was reported, that the patient presented in clinic for right ventricular (rv) lead revision. Upon interrogation, prior to procedure. It was confirmed, that the rv lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences. Patient condition: was discharged home.

Event description:
New information received notes that the right ventricular lead also exhibited loss of capture and the patient had experienced fatigue, dizziness and shortness of breath.

Event description:
New information received notes that the right ventricular lead also exhibited lead fracture.